Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Procedure name, initial procedure date, indication for product use. Please explain how the incision was closed? Location and incision size of product application? Date that incision dehisced, size of dehiscence. Was there any precipitating stress factor for wound opening ? How the device was used (what layer of tissue and how many layers applied)? Was a dressing placed over the incision? If so, what type of cover dressing used? Type of skin preparation used? Are any pictures available? How was the dehiscence treated? What medical or surgical interventions were performed? Was the product removed? Was another method used to close the incision? What is the most current patient status? Product code and lot number of product involved? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions. What in the physicians opinion are the factors contributing to the event? Was there any product deficiency noted prior to, during or post operatively?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and an unknown topical skin adhesive was used possibly during harvesting of graft. Following the procedure, the patient experienced wound dehiscence. Additional information has been requested.

Manufacturer narrative:
Based on additional information received, this medwatch report 2210968-2017-31943 does not meet serious injury criteria, therefore the event is not reportable.